Manufacturer narrative:
Analysis of the lead found no anomaly.

Event description:
It was reported that during implant the patient did not feel any paresthesia and high impedances greater than 10,000 ohms were measured. Troubleshooting indicated that there was a product failure with the lead. The problem was solved after the healthcare professional replaced the lead and used a new multilead trialing cable. Following implant the patient was satisfied and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Product ID 977a275, lot# 0208890735; product type lead product ID 355531, lot# 02 08917923; product type screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.